Event description:
Related manufacturer reference 3005188751-2014-00132, 3005188751-2014-00133. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed with a non-sjm transseptal needle through a swartz braided transseptal introducer. A reflexion spiral ep catheter was used for mapping and ablation was performed using a safire ablation catheter. After ablating for approximately 1.5 hours and during ablation at the left pulmonary veins, a pericardial effusion was noted via a viewflex xtra ice catheter; however, there were no patient symptoms except mild hypotension. A pericardiocentesis was performed. It was unknown which device contributed to the effusion.

Manufacturer narrative:
Additional information: one safire blu duo ablation catheter was returned for evaluation. Visual inspection revealed three bends on the catheter shaft. The results of the investigation concluded that the catheter deflected in both directions but no longer deflected in the correct shape and no longer met specifications in one direction, due to three bends and one kink in the shaft. No anomalies were noted on the distal tip. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. The cause of the bends and the kink in the shaft is consistent with forcible contact during use. The cause of the reported pericardial effusion remains unknown. Vascular perforation or dissection is an inherent risk of any electrode placement.